Event description:
Product manufacturer sterilization recommendations states, they find it impractical to provide comprehensive, specific recommendations regarding sterilization of probes: rstim-ra and rstim-ii, and cables. There are also no cleaning or packaging guidelines. My understanding is that the labeling requirements are that the manufacturer should provide specific cleaning and sterilization instructions. Eg: time, temp, exposure and aeration if eto is used. They state, the cables should be sterilized using the sterilization equipment manufacturer's guidelines for firubber goods. If autoclaving, prolonged temperature over 250 should be avoided as plastic/rubber parts will turn soft and could distort. Dates of use: 2009. Diagnosis or reason for use: neuro cases.